Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation determined the reported difficulty removing the device and separation appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal right coronary artery that was moderately calcified. During removal from the anatomy with resistance, the nc trek rx proximal shaft separated outside the patient, but device was successfully removed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.